Event description:
Synthes screw broke when inserted into pt's left 5th small finger. Dr aware. Rn in room notified as pt was transferring to pacu. Manager notified and in room. Broken screw placed in cup. Spc notified, screw was from modular hand set.